Event description:
It was reported that the right ventricular (rv) lead was causing phrenic nerve/diaphragmatic simulation. An echocardiogram and x-ray confirmed that the helix of the rv lead was slightly out of the myocardium. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).